Manufacturer narrative:
The returned product was visually and functionally evaluated. Results of the internal investigation: we cleaned and analyzed the oxygenator in our laboratory. We confirmed the leakage in the potting area of the oxygenator so that blood could get outside the potting area and flow out of the gas outlet through gravity. Detected root cause of error: based on the results of our investigation, we evaluated the root cause exactly. We opened the oxygenator to see the leakage. We found 12 leaking fibers due to insufficient connection to the potting area. Corrective and preventive actions: our development department was informed about this failure and we are currently working on an improvement of this part of the oxygenator. We are also in contact with our supplier of fibers and we are trying to find the exact root cause of this error;. Typically, these leakages would be detected during 100% tightness testing implemented in our production process. Unfortunately, this oxygenator began to leak during use. We reviewed the mfg records for this oxygenator, but we found no deviations. We will continue to track and trend complaints and initiate further corrective and preventive action when the exact root cause is known. The device history was reviewed and no issues were found. (B)(4).

Event description:
Oxygenator leaked blood from gas outlet port when they initiated ECMO. Oxy was primed (B)(6) 2012. This complaint was forwarded to (B)(6) under complaint # (B)(4).